Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the customer experienced high blood glucose (bg) levels (200s-500s mg/dl) and bolus with the pump was delivered to manage bg level. The cause of the high bg level was unknown. The customer reported not seeing any alarms or visible problems with the supplies. The customer was advised to consult with their healthcare provider regarding the high bg occurrence.